Manufacturer narrative:
E1: initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mm x 3.50mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, the balloon burst at 10 atm for 10 seconds upon the second inflation. The device was removed normally, and the procedure was completed with another of same device. There were no patient complications.